Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: light carrying bundle has less than 70 percent transmission, passed dry leak test, passed wet leak test, side body cover missing pentax name plate, right/left angle wire grinding, up/down angle wire grinding, image dark, forward water jet delivery tube kinked, hole in number one remote control button cover, water supply tube short, air supply tube short, and operation channel - primary has slice by accessory. The device was refurbished, cleaned and disinfected, and angle adjustments made. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope. The issue was observed in the operating room during use. The customer stated forceps, as an accessory, was used during the procedure. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: light carrying bundle has less than 70 percent transmission, passed dry leak test, passed wet leak test, side body cover missing pentax name plate, right/left angle wire grinding, up/down angle wire grinding, image dark, forward water jet delivery tube kinked, hole in number one remote control button cover, water supply tube short, air supply tube short, and operation channel - primary has slice by accessory. The device was refurbished, cleaned and disinfected, and angle adjustments made. Should additional information become available, a supplemental report will be filed.

Event description:
A customer requested a RMA for no video image on a ec38-i10l- video colonoscope. The issue was observed in the operating room during use. The customer stated forceps, as an accessory, was used during the procedure. There were no patient or user injuries, adverse events, delay or medical intervention reported.